Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump had minor scratches on lcd window, cracked case near display window corners. The insulin pump was unable to perform the displacement test due to blank display.

Event description:
The customer reported via phone call that she went swimming and now she has fluid in the pump. Customer's blood glucose was over 240 mg/dl at the time of the incident. Customer stated that the pump was submerged in water for 40 minutes. Customer stated that the pump resets after the battery is removed and then freezes. Customer reported that the incident happened last night. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.